Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the olympus sales representative had requested assistance in setting up the high definition lcd monitor. The olympus sales representative informed tac, the serial digital interface (sdi) output of the cv-190 was being used. The olympus sales representative had assigned the sdi output to port a and port b of the high definition lcd monitor and had tried using the composite video output from the cv-190 but neither had resulted in an image. Tac had determined the outputs of the oep-6 printer were being used but the printer had been turned off. Tac instructed the olympus sales representative to use the cv-190 outputs directly to the monitor and use a separate input to the printer. The olympus sales representative was able to resolve the issue with tac¿s recommendation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer¿s olympus representative reported to olympus technical assistance center (tac), there was no image when installing a new high definition lcd monitor to a tower. There was no patient harm reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was attributed to improper connection of the image cable, which may be due to user handling. The instruction manual identifies the following verbiage within the troubleshooting guide: "malfunction: no image cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select an appropriate terminal." Olympus will continue to monitor field performance of this device.